Manufacturer narrative:
Investigation into this complaint to date includes an existing data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: attached data logs were reviewed. Engineering analysis of customer data verified observation of noise on the reference dye. Noise analysis was conducted for false positive runs, and it indicated the false positive results were caused by lamp noise. Quality data review: corrective and preventative action (CAPA) / non-conformance (nc) review did not identify any records that are related to this issue. Complaint history review: complaint history review showed that, over the last two years, the ticket currently under investigation, and two other tickets were related to the realtime sars-cov-2 amp kit, ln 09n77-95 having lamp induced noise in the reference dye signal that caused a false positive. Based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01).

Event description:
The customer called to report four discrepant realtime sars-cov-2 assay results. Three sars-cov-2 patient samples were reported positive, however, when questioned by physician were re-tested on cephid and another panel, and resulted as negative. These three positive results belonged to their active employees. One sample was called negative, however, was tested positive by another method. The molecular application specialist (mas) reviewed the run logs. The run exhibited a lot of background noise, and the calls for the false positive results were artificial peaks. Amplification curves were not reviewed prior to result reporting. The run before, and after appear with clean background, as per usual. Additional follow up with the customer indicates there were a total of 8 false positive results that repeated as negative either on the realtime assay, via the cephid method, or by micro. Additional clarification on the false negative result indicates that a sample was collected the next day, and generated a positive result in another lab. Repeat testing generated a positive result on one m2000rt instrument, but a negative on another m20000rt instrument. The original sample was also run on the bdmax and cepheid and generated a positive result. There was no impact on patients' health monitoring. This MDR is being submitted for observation of false positive results. MDR 3005248192-2020-00030 was previously reported for observation of false negative result.

Manufacturer narrative:
Investigation into this complaint included a service history review, a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: service history review: a review of all available service tickets for m2000rt instrument (B)(6) was performed which identified only the complaint ticket currently under investigation as being related. The review of all tickets did not indicate a systemic issue for discrepant results for m2000rt instrument (B)(6). Customer data review: data logs attached to the ticket were reviewed. Engineering analysis of customer data verified. Observation of noise on the reference dye. Noise analysis was conducted for false positive runs and it indicated the false positive results were caused by lamp noise. Quality data review: over the last two years, no related non-conformances or CAPA were identified for false positive rtsars-cov-2 results due to lamp noise. Complaint history review: complaint history review showed that, over the last two years, the complaint ticket currently under review in this investigation and two other tickets were related to the rt sars-cov-2 assay, ln 09n77-95 having lamp induced noise in the reference dye signal that caused a false positive. Based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01). Additionally, realtime sars cov-2 assay, list number 9n77-95, lot 506428 was investigated in an independent complaint investigation as contributing to a discrepant result and no product deficiency was identified.